Event description:
It was reported to medtronic neurosurgery that the doctor found the device to be occluded during the operation. According to the report, the doctor had to use a new device to complete the surgery. Reportedly, the patient¿s current condition is normal.

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
Only part of the patient line was returned. The returned device met the requirements for leak testing; however, it did not meet the requirements for patency testing due to adhesive occluding the connector. A reivew of the manufacting records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.